Event description:
It was reported that the patient presented in clinic for follow-up. During interrogation, it was found that the left ventricular (lv) lead exhibited increase in capture threshold. Chest x-ray was performed and confirmed lv lead dislodgement. The lv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.